Event description:
Patient representative reported ¿panic disorder,¿ "recall," ¿depression,¿ ¿psychological impairments,¿ ¿breast swollen,¿ ¿capsular contracture, baker grade iii,¿ ¿scarred¿ ¿breast deformation,¿ ¿breast pain,¿ ¿capsular fibrosis,¿ ¿capsular tissue with significant fibrosis¿ and ¿focal foreign body reaction,¿ "intracapsular prosthesis rupture,¿ ¿could hardly move her right arm. It was repeatedly swollen, and she suffered from lymphatic drainage problems,¿ ¿mild chronic recurrent inflammation,¿ and ¿shoulder joint pain that radiates into her back.¿ the events of "muscle and joint pain," ¿permanent exhaustion,¿ ¿typical bii symptoms,¿ ¿sleep disorder,¿ ¿psoriasis vulgaris,¿ "hot flash,¿ "muscular imbalance" "concentration problems" "word-finding difficulties¿ and ¿benign paroxysmal positional dizziness¿ are not device related. This record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphedema and capsular contracture, baker grade iii.